Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event1: detailed inquiry description: "I recently learned that almost all of our pump, easypump ii lt 270-54-s, which is rated for a nominal infusion rate of 5 ml/hr have been infusing "faster" than stated." No injury reported.